Event description:
It was observed that during the device evaluation, the video system center had no image. There was no patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) and informed that the device had no image. The troubleshooting was done and the issue was resolved. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.